Event description:
It was reported that the lead exhibited high capture threshollds and low sensing thresholds. When repositioning was unsuccessful, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.